Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. Per quality control specification for final inspection for pericardiocentesis and thoracentesis catheter it states: "confirm the overall catheter surface is clean, smooth and free of damage." This device is shipped with an IFU which states warnings, precautions and instructions for use. Under instructions for use- step 13 states: "if applicable, attach the appropriate connecting tube and prepare to aspirate." We are inconclusive as to why the failure mode occurred. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Per the info provided by the area rep. The customer was visited by the rep on (B)(6) 2013. Unfortunately the defective product was discarded as it was covered in blood and discharge. From the description that customer provided, the connector of the 5cm connecting tube snapped off at the connection point of luer lock and tubing, which is supposed to be one permanent piece. The drainage bag was connected and draining during the moment of the incident; a physician was unfortunately covered in the patient's blood and discharge. Add'l info provided (B)(6) 2013: the physician replaced the connecting tube with a new one, the drainage tube was not replaced. Pt did not require add'l procedures nor suffer adverse consequence due to this event.